Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The gehc service representative replaced the manifold seal, and the unit was returned to service no report of patient involvement.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.